Event description:
A customer obtained a non-reproducible, falsely elevated vitros trop I es result on one patient sample while using the vitros eciq immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original result was reported to the clinician, and a corrected report was issued. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that one non-reproducible, higher than expected trop I es result occurred while using the vitros eciq analyzer. An ocd field engineer found that repairs to the incubator subsystem and performing periodic maintenance were necessary to return the instrument to expected operation. System performance was verified by performing a precision test and running quality control fluids. A definitive root cause for the event could not be determined, however, an analyzer related event cannot be ruled out as a contributing factor.